Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated no exposure to moisture, ever hit the ground. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated the lcd screen has a smokey, rainbow, layered effect that make it difficult to read. The customer stated that he can't read the pump screen. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown mg/dl.

Manufacturer narrative:
The insulin pump passed the functional testing including the displacement, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. All of the buttons functioned properly. However, moisture damage was found on the keypad traces. The insulin pump was monitored for several days and no unexpected discoloration of the display was noted. The insulin pump was received with a cracked casea t the display window corner, cracked reservoir tube lip, minor scratches on the display window, stained keypad overlay and cracked battery tube threads.